Event description:
It was reported by service report that the power cord was frayed at the connector with exposed wires. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord was frayed at the connector with exposed wires.